Event description:
Hillrom received a report from stating the power cord was sparking and power cord shorted. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the power cord and receptacle needed to be replaced. The envella® air fluidized therapy system is intended for medical purposes to help treat or prevent pressure injuries, to treat severe or extensive burns, or to aid in circulation. This bed is an ideal support for patients who have advanced pressure injuries, flaps, grafts, or burns, and require frequent transfers or variable head elevation, and any other conditions appropriate for air fluidized therapy. The bed also can be used for intractable pain, extensive epidermal detachment, stevens-johnson syndrome, purpura fulminans, induce relaxation which may reduce need for sedative and pain medication, improve patient outcome, and reduce wound healing time. The bed permits easy positioning and egress, thereby enhancing the independence of patients. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in (B)(6) 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced replaced inlet filter for power cord and power cord. Bed functions as designed. Based on this information, no further action is required.